Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during vascular procedure. The procedure was completed in another room. The philips field service engineer (fse) visited the site and checked error logs and bist (buit in self-test); log shows there is a tube cooler problem preventing exposures, tube cooler problem cause by ¿flow switch of clm defect¿. Fse measured flow switch with voltmeter and did not find problems, checked cable from tube cooler to xrg module. To resolve the issue, fse adjusted ground clamps. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.